Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Upon further review and investigation, it was determined that the reported event involves cosmetic or physical damage that will not impact therapy. No other malfunction identified and therefore the event is non-reportable to FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in rescue mode the cardiosave intra-aortic balloon pump (iabp) black handle was not retracting. No harm reported.